Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Upon system checkout, no issues were found. Connections were reseated just in case. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that imaging system shut down when driving over a wire on the floor. The system had to be turned on again. Additional information was received from the clinical specialist stating that they were in the room for this case. The clinical specialist believed that the mobile view station (mvs) was off before the cord was run over. The cord was the network cable. The system was rebooted and was fine. No delays as they were just bringing it into the room to set it up for the next case. No patient was present.